Event description:
The customer reported that a nurse kicked the plug for the central nurse's station (cns) tower and turned the unit off. They turned the unit back up, but the cns showed the gz's in communication loss (comm loss). The customer also reported that the cns alarms were delayed by 10 seconds. There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) asked the customer to cycle power these units. The customer reported that they were able to resolve the comm loss on the teles by rebooting them.